Event description:
The dealer stated the unit alarms with the red light. The dealer did not report any patient injury or property damage. The dealer did not provide any patient details or product usage details.